Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that a spaceoar was placed under general anesthesia. Additionally, fiducial markers were placed transperineally. During the hydrogel injection, the ultrasound revealed a gel-like substance flowing from the urethra into the bladder, prompting the injection to be stopped. After completing the injection, the ultrasound showed the gel extending from the bladder to the apex, confirming the presence of a substance other than urine in the bladder. A nelaton catheter was used to suction out the gel along with urine. No adverse events were observed. Magnetic resonance images later confirmed that approximately 5 mm of hydrogel remained from the base to the apex. Additionally, gel-like findings were noted within the prostate parenchyma and near the neurovascular bundle (nvb), necessitating ongoing monitoring. It is possible that a part of the median prostate cyst was punctured, causing the substance to be deposited in the urethra and bladder through a mullerian duct remnant at the seminal colliculus. The possibility of deposition in a cyst on the dorsal side of the prostate was also considered.